Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a fill estimate issue where the current estimate was (B)(4) units instead of the expected (B)(4) units. There was no adverse impact to the customer¿s blood glucose level. Caller, with assistance from technical support, reloaded the cartridge and addressed minimum fill alerts by disconnecting and delivering a 10.2 unit bolus, with the caller informed about the effect on insulin on board. Caller declined to load a new cartridge and decided to continue using the current one with plans to follow up if necessary.